Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected data: e2, g2, h4, h6 (component code: adding ¿imager¿ and type of investigation: adding ¿analysis of production records¿ and ¿historical data analysis¿).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed error code e-226, scope communication error on the display due to the display not working. The issue occurred during a therapeutic (lap cholecystectomy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.